Manufacturer narrative:
Device history review was completed on the reported lot v2c148. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample on 6/21/2022. The sample was already activated. The root cause was determined to be void in the top seal resulting from improper machine/ equipment setup. The production team was notified of the complaint for heightened awareness and the importance of ensuring teams are verifying that the machine is setup correctly and functioning as intended after any maintenance is performed. We will continue monitoring trends for this product.

Event description:
Customer reported that when the infant heel warmer was activated, the product opened up and the contents splashed in the lab assistant's eye causing eye irritation. No treatment was required, only rinsing of eye in water. No further details were provided.